Manufacturer narrative:
The automated impella controller console was received from the customer and an investigation regarding the returned device has been completed. Device analysis found that the console had broken purge retainer stand and broken purge flag. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while the patient was on impella 5.5 support, the automated impella controller failed to recognize a purge cassette. The impella 5.5 device was successfully transferred to a back up automated impella controller.